Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter is giving inaccurate high readings. On nine days later, this medical affairs specialist contacted the patient to obtain/clarify more information. The patient tests her blood glucose 3 to 4 times per day, once before every meal, and sometimes in the evening before going to bed. The patient takes mix insulin of 75/20. The patient takes 15 units in the morning and 15 units at night. The patient adjusts her insulin according to the lfs meter. The patient stated she had a hypoglycemic episode 3 to 6 weeks ago and was treated for hypoglycemia in the hospital with a parenteral fluids (unspecified fluid IV treatment). The patient does not remember what blood glucose readings she obtained and how she treated herself that day. The patient stated that she was not feeling herself on the day in question, but had been eating regularly that day. The patient usual tests her blood glucose at 5:15pm and injects 15 units of 75/30 if her blood glucose is normal or relatively high. At 5:15pm, the patient obtained a "300 mg/dl," which may have been inaccurately high. The patient does not remember what happened next. The neighbor found the patient at the neighbor's doorstep at 11pm confused and disoriented with an insulin needle in the patient. The neighbor quickly removed soon after. The patient did not remember taking any insulin or eating dinner. The neighbor gave her peanut butter. The patient's condition was not getting any better and the patient was having trouble taking in food. The emergency services arrived shortly after. The patient was tested with an ems meter obtaining readings that the patient thinks was around 28 mg/dl." The patient was taken to the hospital and was treated with unspecified IV fluids. The patient's blood glucose was checked every hour during her hospital stay. The patient does not know what the doctor diagnosed her with that day. The patient was released the following day. The patient's insulin regimen has not been changed, and she still tests 3 to 4 times per day. On october 6, 2007, the patient tested her blood glucose obtaining results of "298 mg/dl" with a lifescan meter and "159 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The reported issue was not resolved during troubleshooting. This complaint is being reported because the patient alleged she obtained an inaccurate high reading, the patient developed symptoms suggestive of hypoglycemia and was treated at the hospital with unspecified IV fluid. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.